Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the unit and was unable to duplicate the reported issue. The roller pump was replaced as a precaution and the device was tested extensively without failure. Functional verification tests were successfully completed and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the cardioplegia pump of the s5 system displayed a motro fault error during a procedure. The case was completed without patient injury.